Event description:
Wife left husband upstairs in his pajamas while she went to prepare breakfast. Less than ten minutes later, when she returned upstairs, she found her husband lying in a large pool of blood. The extension adaptor for the catheter was found lying on the floor. The paramedics arrived shortly after receiving the "911" call but there was nothing they could do to revive her husband.